Manufacturer narrative:
Date of occurrence: unreported date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered inside an intavia container after adding sterile solution. The customer stated that the filament was clear and shiny. The particulate matter was described as the width of a hair and about a half inch in length. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.